Manufacturer narrative:
(B)(4). Date sent: 6/11/2025. D4: batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify what is meant by "decompensation"? What form of medical control was taken? How was the post-op bleeding identified? How many days postoperative was the bleeding identified? What was the total estimated blood loss (ml)? Was a transfusion required? How was the bleeding addressed? What was the pre and postoperative anti-coagulant and pain management protocol? Was the bleeding intraluminal or extraluminal? Any clips, clamps, or graspers near the area where the device was being fired? Please provide a timeline of events. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a sleeve gastrectomy, the patient experienced a 'decompensation' after waking up. A scan revealed a hemorrhage/hematoma, which was then medically controlled. She was not transfused. The patient has been discharged and is doing well. No consequences in terms of prolongation of the dms (average length of stay) or otherwise.

Manufacturer narrative:
(B)(4). Date sent: 7/15/2025. Additional information: the patient left at d+7 instead of d+1 and was not reoperated. Following a suspicion of bleeding, it was decided to have her undergo a scan which revealed a hematoma. If I understood correctly, she received iron as a treatment.